Event description:
Spontaneous call. IV veletri patient. Patient reported 1 faulty cassette (reference number on the (B)(4)). Patient no longer has the packaging for the cassette in question. For the remaining cassettes in the box the lot is 4381310 (#2) and lot 4379821 (#2) for total of 4 cassettes on hand. Did the reported product fault occur while in use with a patient? Yes, put placed new cassette on last night ((B)(6) 2023) at 10pm and by 6 am this morning ((B)(6) 2023) pump alarm stating cassette depleted. Pt did troubleshooting without success. Patient prepared a new cassette and attached to the same pump and no more issues. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no damage, visual inspection of the cassette was fine. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to cvs/caremark by: patient/caregiver. Reference reports: mw5146593, mw5146594, mw5146595.